Manufacturer narrative:
H3 other text : suspect cl availability is unknown.

Event description:
On (B)(6) 2023, a patient (pt) in brazil reported an issue with 1-day acuvue® moist® brand contact lenses (cls). The pt stated, "the edges have a texture that bothers/itches and even causes the lenses to come out of the eyes, making it impossible to use them, especially because of the ulcer I have (and, therefore, the recommendation to use disposable lenses)." On (B)(6) 2023, the pt provided additional information. The pt reported, ¿I have an eye ulcer, but it has nothing to do with the lenses we are regarding. Acquired after using an extended wear lens.¿ no additional medical information was provided. Multiple attempts for additional medical and product information have been made without success. This report is being submitted as a worst-case event as we have been unable to verify if the pt was wearing 1-day acuvue® moist® or another brand of cls at the time of the event. We have also been unable to verify if the pt received any diagnosis or treatment provided by an eye care professional (ecp). The event date is being estimated as (B)(6) 2023 as the pt did not provide an exact date. The cl brand and lot number are unknown. Availability of the suspect cl is unknown. No additional investigation can be conducted. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
On 17aug2023, an email was received from the patient (pt) with contact details. On 17aug2023, a call was placed to the pt who advised the suspect product worn at the time of the corneal ulcer was not an acuvue brand contact lens. The pt refused to provide any additional details. No additional information is expected. If any further relevant information is received, a supplemental report will be filed.